Manufacturer narrative:
The customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for evaluation and there was no indication the product malfunctioned and contributed to the post-operative complication. Without a sample, the root cause of the customer's complaint could not be established. Furthermore, there was no condition necessitating further surgical intervention to prevent any type of permanent impairment of a body function or structure. It is possible the resulting hemorrhage was due to the complication of the case or surgical technique, however, this cannot be confirmed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
In a journal article an ophthalmologist reported that after pars plana vitrectomy procedures, multiple patients had post-operative complications included transient vitreous hemorrhage in five eyes. The patients did not require further intervention. Additional information has been requested.